Event description:
Admitted for ventricular lead replacement secondary to ICD shock for inappropriate sensing on the ventricular lead. Lead was capped and ICD replaced. (Medtronic model 7271) discharged in 2002 with follow up in the device clinic 5 days later where the device and lead system were found to be functioning within normal limits.